Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient reported they want a rep to come to the hospital to make sure their device is working properly. Pt reported ins is not helping with pt's symptoms. Pt stated they might have ins taken out and stated they have had it turned off for about three years. Pt provided event date as "about three years ago". Agent did not ask about the circumstances that led to the reported issue. Documented reported event. No further action was taken by patient services. Additional information was received from the patient. They reported that the reason for the call was to request assistance increasing stimulation. The patient was provided with education on how to connect with their ins to increase stimulation. The patient reported initially getting poor communication when trying to connect with their ins that was resolved with repositioning the antenna on their ins with assistance from someone else on the call. Once connected with their ins, the patient stated therapy was off, on program 4, at 0.0 volts. They stated they turned therapy off and had not had it on for months. The patient turned on stimulation and attempted to increase stimulation, but reported intermittently getting poor communication during the call. They stated they had to turn off and back on the programmer to sync with the ins again on the call when getting poor communication. They then reported they were not able to increase stimulation any higher than 0.0 volts due to getting an upper limit reached screen. The upper limit meaning was reviewed, and the patient stated they just noticed this the day of the report. They stated they did not have an upcoming healthcare provider appointment. At their last healthcare provider appointment about three weeks ago, the programmer worked and the patient stated they were told there was still "life in the battery." The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.